Event description:
While servicing a coulter lh 780 hematology analyzer at a customer's facility, a beckman coulter field service engineer (fse) identified a leak in the analyzer. The leak was of approximately 150 - 200 ml in volume and was a mixture of clenz, isoton, and retic stain reagents. The leak was contained within the instrument. The customer was unaware of the leak. The operator was wearing a lab coat, face shield, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and found a plugged drain port on the flow cell waste chamber vc26 not allowing it to drain and leak. The fse replaced tubing at pinch valves vl53a, 53b, and 53d and cleaned small blockage from the pressure port of vc26. The fse also observed the wbc (white blood cell) diluent dispenser had an air leak on the upward stroke and replaced the wbc diluent dispenser. The system was verified and validated. (B)(4).